Event description:
It was reported that following centrifugation of vitaprep in accordance with the IFU the nurse went to expel the air during an obgyn procedure. Upon initial contact, the nurse received resistance and increased pressure on the plunger to release the air. Again the nurse increased the pressure for air expulsion which ejected the plasma into the ceiling. It was approximately five feet of travel, no one came into contact with the plasma and the sterile barrier was not breached. Furthermore, there was no procedural delay.

Manufacturer narrative:
The device lot number could not be identified because it was discarded following the procedure. After conversation with the sales representative, it was determined the device came from three possible lots. All device history files for the three lots were reviewed and no anomalies or nonconformances were identified. Furthermore, this was one of two issues of this nature identified with the device. A detailed evaluation was performed by research and product development. It was identified there was little difference in the load required to start movement of the plunger in all three lots. The syringe barrel has a ridge called a detent, this is there to prevent the plunge from being completely pulled out. If the plunger has been forced passed this detent, the load to move the plunger increases (B)(4) times. Such an increase could result in enough force to eject the air and plasma out at a high speed. This possible root cause could not be confirmed since the device was not sent in for evaluation.